Manufacturer narrative:
Hill-rom technical support recommended the external alarm be replaced. A search of the hill-rom maintenance records showed hill-rom performed any preventative maintenance on this bed in 2007 and 2009. It is unk if the facility performed any other preventative maintenance on this bed. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the bed exit alarm was not loud enough. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).